Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blade broke off outside of the pt. The case was compelted with another like device. There was no pt consequence.